Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that there was no issue with the power connector plug. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. Sparking was also reported. The patient electronics device was replaced and there were no adverse consequences reported by the patient.